Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins). It was reported that when the pt got their ins battery replaced, a healthcare provider (hcp) did it and it was a three surgery contest taking out their old ins battery. A different doctor who replaced their leads retired so when they had a problem and needed the ins replaced manufacturer representative (rep) referred them to the hcp. The rep was notified about the ins battery needing to be replaced and it was then replaced on (B)(6) 2024. Patient (pt) reported previous ins (2015-2024) failed; it would not charge anymore. Pt called manufacturer representative (rep) and who noted the pt had a couple months left (could not confirm with pt if that meant until eos, at eos, overdischarge, etc). Pt reported it took 3 surgeries/surgeons: clarified as 1 surgery for explant, hcp made pt wait and heal, pt did a trial in between so they counted that surgery, and then implanted with their current implantable neurostimulator (ins). Pt indicated previous implant issues resolved but did not indicate awareness of device location, pt indicated their healthcare provider (hcp) may, as they implanted the new one. Spoke with a manufacturer representative (rep) who pulled up patient information and stated that there are notes from the patient's (pt) rep but they are for initial implant with no issues noted. Then there are 4 reprogramming notes in which there are no device/therapy issues noted either. One note specifically says patient¿s progressive underlaying pain reprogrammed, patient receiving effective therapy after programming. Normal impedances. The final note is about normal battery replacement with no issues noted about previous implant. Called pt's rep. She confirmed she has worked with this patient but does not remember any out of ordinary device/therapy issues. Some reprogramming sessions and a normal battery replacement is all she can recall. If she had become of any issues, she would have reported or noted in their systems. Rep is not aware of any current or ongoing device/therapy issues either.